Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced nighttime glare and halos . The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was lens slightly rotated . Additional information was requested and received stating the intolerance of edof optics due to larger scotopic pupil size was the cause of the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).